Event description:
It was reported that following a revision procedure (MFR 3006630150-2025-09645), the patient was not able to walk, her left side was swollen, and she had a slight hematoma. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was re-sutured and remains implanted. The patient was doing well postoperatively.